Manufacturer narrative:
*Although the product is not distributed in the u.s., but in japan, similar products (product family) are distributed in the u.s. Therefore, MDR is being implemented. Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. [Manufacturing records]all products were confirmed to have passed inspection. [Lot history review] no other similar product experience report was received from this lot. [Complaint history review] complaints about products of the same structure (vgw1423ns1, vgw1430ns1,vgw1423ns3, vgw1430ns3, 014in hybrid l 190cm, 014in hybrid l 300cm, 018in ss hybrid l 190cm, 018in ss hybrid l 300cm) over the past three years showed that the number of events of separation was small and did not show an increasing trend. [Returned product investigation] this product features a niti core wire (approximately 500 mm in length from the tip) connected to the proximal sus core wire via a connecting tube. The section extending approximately 570 mm from the tip is covered by a plastic cover. Based on the information obtained, it was initially reported that the fracture occurred at the boundary between the coil section and the core wire. However, in reality, the niti core wire was fractured at the boundary between the connecting tube and the niti core wire, approximately 500 mm from the tip of the product. Additionally, multiple abrasion marks were observed on the plastic cover both proximal and distal to the fracture point, and the plastic cover was completely detached over a range of approximately 3.5 mm from the fracture site. Observation of the fracture surface of the broken niti core wire revealed evidence of fracture caused by repeated bending and tensile loading. Based on the information obtained and the investigation results of the returned product, the incident occurred because the plastic cover became damaged during use, reducing its lubricity and causing increased resistance within the microcatheter used in conjunction with it. Subsequently, it is determined that repeated pushing and pulling operations performed while resistance was present with the catheter subjected the niti core wire of the product to excessive repetitive bending stress, ultimately leading to the fracture of the niti core wire. Damage to the plastic cover is presumed to have been caused by excessive contact with or improper use of hard objects such as torque devices or inserters. Instructions for use (IFU) states below and no CAPA will be taken. [Warnings]l never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action. Do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects]: possible complications and adverse events of guide wire use include, but are not limited to: damage of guidewire (separation, breakage, damage of coating). [How to use], procedures for insertion, over the wire system g), and rapid exchange system e): insert the torque device from the proximal end of the guidewire if necessary, and manipulate the guidewire via the torque device. When repositioning the torque device over the guidewire, ensure that the torque device is released completely from the guidewire prior to repositioning. Do not attach the torque device over the hydrophilic coating.

Event description:
It was reported that vassallo gt .014 ns3 (the product) was used in a case involving a lesion in the superficial femoral artery with mild calcification and an unknown degree of stenosis. When advancing and withdrawing the product within the microcatheter, resistance was encountered. The operator determined the resistance was not sufficient to cause guidewire breakage and continued the procedure. Subsequently, the product fractured at the junction between the coil section and the core wire. The procedure was completed without issue after switching to a competitor's product, and we have received information that no adverse health effects occurred in the patient.

Event description:
It was reported that vassallo gt .014 ns3 (the product) was used during treatment of a lesion with unknown details, such as the target lesion. When advancing and withdrawing the product within the microcatheter, resistance was encountered. The operator determined the resistance was not sufficient to cause guidewire breakage and continued the procedure. Subsequently, the product fractured at the junction between the coil section and the core wire. The procedure was completed without issue after switching to a competitor's product, and we have received information that no adverse health effects occurred in the patient.

Manufacturer narrative:
Although the product is not distributed in the u.s., but in japan, similar products (product family) are distributed in the u.s. Therefore, MDR is being implemented. Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). [Manufacturing records] all products were confirmed to have passed inspection. [Lot history review] no other similar product experience report was received from this lot. [Complaint history review] complaints about products of the same structure (vgw1423ns1, vgw1430ns1,vgw1423ns3, vgw1430ns3, 014in hybrid l 190cm, 014in hybrid l 300cm, 018in ss hybrid l 190cm, 018in ss hybrid l 300cm) over the past three years showed that the number of events of separation was small and did not show an increasing trend. [Returned product investigation] since the product was not returned from the user facility to filmecc yet, the product was not investigated. Instructions for use (IFU) states: [warnings] never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position. [Otherwise, damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. Do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects] possible complications and adverse events of guide wire use include, but are not limited to: damage of guidewire (separation, breakage) after receiving the returning product, we will make another investigation and submit follow-up report on the investigation result.